Event description:
The customer contact reported no flow. The customer contact indicated that during priming, no flow of solution was noted distal to the blood filter of the tubing set. It was reported that when the anesthesia technician squeezed the blood bulb pump of the tubing set, air was pumped backwards into the solution container. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.